Event description:
Customer reported that an edge of the device delaminated during a ventral hernia repair. The surgeon continued to tack the mesh in place. No adverse patient consequences were reported.

Manufacturer narrative:
Date sent to the FDA: 01/16/2009. Delamination - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.